Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019 . The field service engineer (fse) evaluated the device and verified the alleged condition. The fse replaced the two speaker assemblies. The ventilator passed all tests and operated within the manufacturing specifications. The part was returned to the manufacturer for investigation: it was determined the electrical open in the speaker assembly# 2 created the primary alarm failure (1102 e/c). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during the annual preventive maintenance, the ventilator generated an error relevant to primary alarm failed. There was no patient involvement.